Event description:
It was alleged that a patient warmed too quickly during an 8 hour therapy. The patient was not adversely effected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a patient warmed too quickly during an 8 hour therapy. The patient was not adversely effected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that the patient temperature deviated 1.2 degrees c below target temperature for approximatley 72 minutes. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was alleged that a patient warmed too quickly during an 8 hour therapy. The patient was not adversely effected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cause for the issue was that the incorrect warming rate was selected by the user. The issue was resolved for the customer by discussing how to properly calculate and set the warming rate that is desired.

Event description:
It was alleged that a patient warmed too quickly during an 8 hour therapy. The patient was not adversely effected and no clinically relevant delay in treatment was reported.